Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, error test, displacement test, rewind, prime test and excessive no delivery test. However, we were unable to perform the basic occlusion test, occlusion test, or verify motor error alarm due to test reservoir not locking into place due to broken reservoir tube lip. No unexpected excessive no delivery alarms or displacement anomalies noted during testing. The motor was tested outside the device and passed. The insulin pump was received with completely broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 50 - 200 mg/dl at the time of incident. Troubleshooting found that the pump was cracked and was worn in an airport scanner. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.